Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp was placed in the setting of acute myocardial infarction and cardiogenic shock. In ICU the patient developed red tinged urine and lactate dehydrogenase was high. In response, the impella was repositioned. Additionally, the patient had an episode of ventricular tachycardia and amiodarone conversion was administered. It was further reported that the family decided to withdraw support and the patient expired.

Manufacturer narrative:
No product was returned. The cause of the hematuria was not determined due to insufficient clinical details. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.